Event description:
The nurse reported via phone call that they experience low blood glucose and was hospitalized. Nurse reported that customer had visit emergency room because they was having trouble controlling sugars without the pump. Blood glucose reading was 40 mg/dl. Insulin pump also had a crack. Customer current blood glucose was 280 mg/dl. Nurse reported that insulin pump was fell and not turning on. No further patient complication were reported. Device will be return for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: emergency room (ER) nurse called because customer fell and now pump will not come on. ER visit was because patient was having trouble controlling sugars without the pump. Nurse stated, he woke up with blood glucose (bg's) in the 40's mg/dl and now he's in 280's mg/dl bg. Spouse stated the pump was cracked and damaged on the reservoir side. Customer discontinued pump use and revert to back up plan as per hcp instructions.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, displacement accuracy test and self test due to critical pump error (open book image) alarm. No blank display during testing. Successfully downloaded history files and traces using thus and found pump error 4 alarm (file number=32122, line number=2727) on 04/04/2022 at 19:01:35.000 and multiple pump error 63 alarm (file number=522, line number=341)(variable=0c) on 04/04/2022 at 19:01:37.000 and 04/04/2022 at 19:11:00.000 (file number=522, line number=341)(variableinfo=0c) and 09/19/2022 on 23:07:08.000, 23:07:20.000, 23:07:42.000 and 23:07:55.000 (file number=32143, line number=399)(variableinfo=09). Pump was cut open to perform visual inspection and found moisture moisture damage on the electronic assembly, motor, force sensor, internal battery and keypad flex tail. Swapping out test boards confirms the critical pump error (open book image) alarm is isolated to pcba 2. The force sensor offset measured within spec range during testing (23.3 mv). Critical pump error (open book image) alarm confirmed due to pump error 4 and 63 alarm. Pump error 4 and 63 alarm confirmed due to moisture damage on the pcb 2. Unable to verify customer complaint for low bg. Cosmetic damage at reservoir compartment was not confirmed, however, other cosmetic damage was noted. Customer alleged not confirmed for blank display. Additional info added into a4. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was not complete/completely correct. The updated event information is being submitted via this follow up report under b5 section.